Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For fecal incontinence, urinary/bowel dysfunction and urge incontinence. It was reported, that the patient, had been having a lot of accidents at night and they were peeing all over themselves and having accidents with their bowels. Patient said, about 3 weeks ago, they had a real bad pain in their back. Patient was able to feel the stimulator, but it felt like it was embedded in the skin more. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient tried to connect with the ins and saw a "device not responding" message. And repositioning the communicator did not resolve the issue.